Event description:
User experienced intermittent discrepant calcium results for approximately fourteen samples. Seven pt examples were provided. Pt 1, initial results 11.9 mg/dl, repeat 9.4 mg/dl. Pt 2, initial result 12.5 mg/dl, repeat 8.9 mg/dl. Pt 3, initial result 10.7 mg/dl, repeat 9.0 mg/dl. Pt 4, initial result 11.9 mg/dl, repeat 9.4 mg/dl. Pt 5, initial result 0.8 mg/dl, repeat 9.7 mg/dl. Pt 6, initial result 15.4 mg/dl, repeat 9.5 mg/dl. Pt 7, initial result 13.2 mg/dl, repeat 9.5 mg/dl. The user questioned and reran the initial results. Initial results were not reported. The field service representative determined a damaged stirrer paddle to be the cause and replaced the paddle. He also noted build-up/etching in the reaction cells and replaced the reaction cells. Performance tests were performed which were within specification.